Manufacturer narrative:
(B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. A user facility report rec'd from the intermacs registry stated lvad malfunction, non-functional for 14 minutes. Pt changed the sys controller at home. Admitted for observation and system controller change out.